Event description:
Interruption in chemotherapy reported: it was reported that the pump ceased to function without an alarm alert and therapy was interrupted for approx 10 hours. There was no specific programming info available. There was no pt harm reported. The physician was notified, but there were no medical interventions ordered. Therapy continued with the replacement pump without further reported event. Though requested, there was no additional info available.